Manufacturer narrative:
The guidewire was returned to scientia vascular for investigation on 11/22/2022. There was no non-conformance generated or reworks done for the lot during the manufacturing process which confirms the lot was built to specification. Visual inspection of the unit after decontamination and inspection of the guidewire under the 10x microscope at the break location and areas around the break location, no anomaly observed on the surface of the guidewire. The retraction of the guidewire and simultaneous advancement of the catheter through tortuous anatomy is likely the cause for the force which contributed to the pull/tensile breaking of the wire. However, the exact cause for the breaking of the wire is still unknown. The procedure was completed successfully, and no patient injury was reported.

Event description:
On (B)(6) 2022, scientia vascular received a customer complaint for the aristotle a14-200-002 guidewire. Per the complaint description "when the physician was passing the catheter over the wire as he was removing it, it stretched and broke. The wire was left in the patient, but no patient injury occurred".

Manufacturer narrative:
No other information is available regarding the event. The overall wire length was inspected, and it was found that the break occurred approximately 5.2cm from the distal tip. A high-magnification microscope (100x) was used to evaluate the break location and find a clean break. After the wire breaks the internal coil unravels and separates from the guidewire. Top view inspection of the stainless-steel metal from the returned unit using 3d imaging surfaced, and saw peaks and valleys on the surface of the stainless-steel metal, an indication of a pull/tensile break.